Event description:
It was reported to a ventec ventilation product support specialist that the device alarmed and powered off by itself during use. The reporter advised ventec that after the device powered off, they removed the patient from the ventilator and began to provide manual ventilation. The ventilator was then restarted but powered off by itself again. The reporter advised that there was no harm to the patient as a result of the reported issue, however, the incident necessitated medical intervention in order to prevent permanent damage/impairment to the patient (manual ventilation). No further details about the patient or the event were provided. Ventec has made multiple attempts to contact the reporter in order to obtain additional information about the patient, however, no response has been received.

Manufacturer narrative:
H6: ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Manufacturer narrative:
H6: upon receipt of the device ventec downloaded its electronic records (system logs) for analysis and confirmed that it had powered off by itself during the reported event. Ventec then examined the device but was unable to duplicate the reported issue during testing. Ventec replaced the control board to resolve the issue. Proper device operation was confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the control board.